Event description:
(B)(4). I received this birth control implant device (essure) in 2008. Months afterwards I pain in my lower pelvic area, dr thought I might have a tubal pregnancy but I did not. He said it was just cyst I believed him and lived with the pain. I have had infections from uti, bladder, liver and continue to get these infections. Was told I have bv (bacterial vaginosis) my husband doesn't have it, the infection is in my uterus. I have been treating it for a few months now and it won't go away. Joint pain, not just any joint pain but pain so bad in my hips I can't sleep at night, I can't walk and hurt constantly. Painful intercourse that makes you curl in a ball afterward and scream out in pain. My husband won't touch me anymore, I don't have any desire for intimacy because of the pain. Gone from size 6 to a size 14 weighting (B)(6) uncomfortable pounds. Self esteem has dropped, depression and floaters in my eyes. I can't get this removed until the infection in my uterus is gone and the antibiotics aren't ridding me of it. I keep having to get stronger ones and they make me sick on top of everything else.